Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed, and the test passed. A pairing test was performed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probable caused was determined to be a low transmitter battery. No additional patient or event information is available.